Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them to stop the aligner treatment. The patient diagnosed with mandibular mild chronic periodontitis. They will need srp due to multiple sites with severe clinical attachment loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.